Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the es orders were not processing in the es server database. A technical support specialist (tss) checked the interface server vmpyxiscceprod, restarted several services, and confirmed server memory utilization dropped to 31%; reviewed the events application errors, which were normal message blocks to c2safe, verified that all messages were crossing over properly, and confirmed the cce server was running smoothly. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not processing in the server database. However, there were no delay or adverse events or injuries reported based on this event.